Manufacturer narrative:
The following elements have blank data unique device identifier (UDI): for type of device: gauze, sponge.

Event description:
T & a module did not have 4x4's (jr. Sponges) in it as it should.

Event description:
T & a module did not have 4x4's (jr. Sponges) in it as it should.